Event description:
A problem was reported. Patient reported of another patient where there is something wrong with the catheter that was going up his spine. The problem the patient was referring to was the catheter appeared to be embedded in the patient¿s spinal column and has a calcification at the tip. No patient symptoms or outcome was reported. A follow up was requested but no additional information was received as of the time of this report a report will be provided if additional information becomes available.

Manufacturer narrative:
(B)(4).